Event description:
It was reported that a patient presented in clinic for a follow-up appointment. The patient's right ventricular (rv) lead was oversensing noise and failed to sense. The patient experienced light headiness. On (B)(6) 2021, the rv lead was capped and replaced. The patient was stable throughout procedure.